Manufacturer narrative:
The lock up failure was resolved by replacing the hard disk drive, reloading the software and restored last backup data.

Event description:
After close the patient study couldn't be found in the database. Aegis errors in error log. File not found.